Event description:
This ra lead was implanted in an unknown date, and still remains implanted at this time. A product experience report received on (B)(6) 2017, stated that this lead exhibited noise. A lot of noise registered in the atrial channel were stored as atrial tachycardia responses. Noise was reproducible when different postures and positions were tired. Impedances were in the range, during these tests. The patient was suffering from ventricular pauses of less than four seconds and dizziness. From which, the physician had attributed these symptoms to nonsustained ventricular tachycardia. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).